Event description:
The patient¿s health care provider reported on (B)(6) 2013 that the location of the infection was at the right lead area. A culture was done. Antibiotic treatment and follow up with the doctor was required. The right lead was re-implanted on (B)(6) 2013.

Event description:
It was reported that a patient¿s device system was removed due to infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot# v241399, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# v241399, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension. (B)(4).